Event description:
It was reported that in the middle of march the patient had turned and felt a ¿big shock¿ in her back. It was stated that the shock had hurt so badly that the patient had ¿almost called 911.¿ it was noted that the patient had only been shocked once. It was stated that after being shocked the patient had started having numbness in her hands. It was noted that the numbness had first been on the pointer and middle finger of the patient¿s left hand, but had expanded to include all of the fingers on the left hand and 3 fingers on the right hand. It was noted that the patient had only turned on the device ¿every so often¿ when it was first implanted, but in march had turned the device on low and had left it on since then.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient¿s healthcare provider (hcp) had stated that the numbness was not related to the spinal cord stimulation (scs) device, but had no information on the shocking complaint. The hcp had not done any testing and was unable to provide a current status of the patient as the hcp hadn¿t seen the patient in ¿a while.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.